Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device. The malfunction was duplicated and the analog board was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was evaluated by zoll medical (B)(4)'s service department. The malfunction was duplicated to the analog board. The device was recertified and returned to the customer. The analog board was returned to zoll medical corporation, united states and the malfunction was attributed to a faulty resistor on the analog board. Analysis for reports of this type has not identified an increase in trend